Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Pending investigation.

Event description:
It was reported via legal documentation that a patient had and initial right knee arthroplasty on (B)(6) 2019, and then she had the right knee revised on (B)(6) 2023. The revision surgery was approximately 2 years, 7 months after initial implant. Revision operative report of (B)(6) 2023, for suspected polyethylene wear; right knee. The patient presented with painful knee. They were found to have progressive polyethylene wear as well as instability of the total knee. The patellar button was found to be intact but with some surface wear. The poly insert was removed and was noted to be intact with not gross damage. With removal of the femoral component there was noted adiacens be aori type 1 bone loss, not severe. The tibial component was grossly intact, not loose, it was removed with minimal bone loss. Bone loss of the tibial metaphysis warranted the use of a cone. The patellar component was removed, and the patella was resurfaced. Dressings were applied and the patient was transferred to the recovery room in stable condition. Patient was admitted (B)(6) 2023, and was discharged (B)(6) 2023.

Manufacturer narrative:
H3: investigation results - the revision reported was likely the result of the patient¿s pain, joint instability, and assumed prosthesis wear. However, according to the revision operative notes, the tibial insert was ¿found to be intact with no gross damage.¿ the reported pain and instability may have been related to patient conditions and/or soft tissue laxity, but this cannot be confirmed from the information provided. The revised components were not returned to exactech for evaluation, and no radiographs or images were provided.